Event description:
According to the literature, a clinical study investigated the short-term clinical performance and safety of mwa for the treatment of both benign and malignant bone tumors and to evaluate the significance of this method in the field of bone tumors. Between (B)(6) 2015 and (B)(6) 2018, 47 patients with bone tumors were treated with emprint mwa. Adverse events reported included three patients with thermal injury which caused myofasciitis which affected their wound healing. It was unknown the treatment or severity of these complications.

Manufacturer narrative:
(B)(6). Use of percutaneous microwave ablation for the treatment of bone tumors: a retrospective study of clinical outcomes in 47 patients. Wu et al. Cancer imaging (2019) 19:87. Https://doi.org/10.1186/s40644-019-0275-8. Pages 1-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.